Event description:
Customer called in and stated that the head deck bolts from their bed broke.

Manufacturer narrative:
A review of complaints took place and the firm has concluded that this complaint should have been filed as an MDR. The bed frame had the head section bolt break and a head actuator were sent out to the facility to repair the bed frame. During the review of complaints there were similar occurrences that the firm found and have filed mdrs for these complaints as well. The firm is monitoring for any future complaints.